Event description:
Report received from (B)(6) regarding an attachment device in which, during routine inspection, it was observed that the device was "overheating" and "getting warm to the touch." The attachment device was not used in surgery. No injuries or medical intervention were reported. No additional information was available.

Manufacturer narrative:
The attachment device was received for evaluation. The attachment device was tested and the device does not exceed temperature limits. The reported condition was not duplicated. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).